Event description:
It was reported by service report that the head of the bed would not go down. The customer could not determine if there was patient involvement or if there were adverse consequences to report.